Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient believed she was allergic to the lifevest. The patient used prescription codran cream and the irritation resolved. It is unknown if the patient received the prescription for this specific irritation or an unrelated issue.